Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment on (B)(6) 2025, stent failure to open and inability to push a stent to the desired location were encountered with 2 pipeline flex with shield technology stents. The stents were removed and replaced with a new stent to complete the procedure. No patient symptoms or complications were reported with this event.

Event description:
Additional information received. The patient was undergoing treatment for a ruptured submillimeter anterior cerebral artery blister aneurysm . It was noted that the patient's vessel tortuosity was minimal. The patient, unfortunately, is deceased and it is therefore unable to determine what symptoms, if any, were experienced in relation to the failure to open and the inability to push the stents to the desired location, as the patient departed in the post-operative period. All devices and accessories were prepared as indicated in the IFU, including inspection and hydration, and a continuous saline flush was administered and maintained according to protocol. Both stents failed to open, and this failure was not due to friction or resistance during delivery, but rather the stents themselves did not open. There was no damage observed to the pipeline pushwire or catheter. The entire length of both stents¿including the proximal, middle, and distal sections¿failed to open, and neither stent was placed in a vessel bend at the time of failure. Multiple additional attempts were made to open the stents, including resheathing, forward loading and release of tension, repositioning, and bringing up proximal support, but ballooning was not possible as the stents were not open. The cause of the stent failure to open, as well as the inability to push the stents to the desired location, could not be determined. Ancillary devices include a ped2-400-16 lot#b681944, phenom 27 150cm catheter.

Manufacturer narrative:
Update b2, b5, d4, h1, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-78210), ruler 200 cm (m-83361). As found condition: the pipeline flex shield braid was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex outer carton. The pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. In addition, the middle section was found to be opened and no damage. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open at distal, proximal and middle as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex shield braid was found fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the root cause could not be determined. Additionally, based on the analysis findings, the pipeline flex shield could not be confirmed to have difficult placement/positioning as the pipeline flex shield was found fully opened and damaged. Possible causes include patient vessel tortuosity, braid incorrectly sized to vessel or damage, resistance, other indwelling endovascular stents, braid damaged, braid deployed in vessel bend, microcatheter tip not correctly placed, braid not anchored correctly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated e updated with facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ancillary devices also included neuroguard iep (intravascular embolic protection) system (ng-nv-7-40 lot: z2460909h)..

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that these are two different complaints with two separate patients.

Event description:
Additional information was received from the physician reporting that the patients death had nothing to do with the pipeline failing to operate correctly.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.